Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable and service code 1111) was confirmed. The cable from the dn plug to the front therapy electrode was cut with wires exposed. The root cause for cut cable was unable to be identified there was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was damaged displaying a service code 1111.